Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe stopper was damaged and misaligned on the plunger. The following information was provided by the initial reporter, translated from portuguese: "also, it's possible to observe stopper damaged."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 27-may-2022. H6: investigation summary through the analysis of the photo and sample sent by the customer, it is possible to observe the incident of the plunger activating prematurely; therefore, the incident can be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A possible root cause is an entanglement in the syringe assembly process, which could lead to weakening of the safety plunger. Through the analysis of the photo sent by the customer, it is possible to observe the wrongly positioned stopper on the syringe; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As the samples were not received for this incident, it is not possible to verify whether the root cause comes from the molding of the plunger or from the syringe assembly process. H3 other text : see h10.

Event description:
It was reported that the bd solomed¿ syringe stopper was damaged and misaligned on the plunger. The following information was provided by the initial reporter, translated from portuguese: "also, it's possible to observe stopper damaged."